Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 400 mg/dl with polydypsia and polyuria associated with a time issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was a time gain/loss in the pump and the user was comparing the time to an atomic clock. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.

Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: a timekeeping accuracy test was performed and the pump maintained time accurately during 5 day duration test; however when pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. The pump was opened and the internal battery was found to be leaking. A flow accuracy test was completed and the pump passed with no delivery defects found. Unrelated to the original complaint, the battery compartment was cracked.